Event description:
The customer contacted abbott regarding a failed calibration for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal/ab, ratio too large) was generated. The customer reported the instrument maintenance is up to date and maintenance history was reviewed. The customer was advised to remove and check the instrument probes and decontaminate the bulk solution #1 line. The customer was sent a new lot of standard calibrators. The customer stated the calibration passed with the new pack of calibrators. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.